Event description:
Per provider tie wraps are loose.

Manufacturer narrative:
Per the repair statement the unit alarms or red lights and sounds an alarm. Tie wraps that secure the sieve beds were noted to be loose and replaced.